Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed and no leak was observed. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the unspecified line of a homechoice cassette and a solution bag which resulted in leak. The event was further described as ¿when dialysis solution was connected, it was not sealed and the solution leak detected¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.